Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, the customer used hemospray (cook medical) through the instrument channel and some of the spray powder left in the channel visible by bore scope even after the scope was reprocessed in a medivators reprocessor. There was no reported patient involvement or user injury associated with this event. Additional information received from the customer that the scope had pass channel check though some of the hemospray had stained the instrument channel. The customer was advised by an olympus representative to send the scope in for repair if the channel could not be properly cleaned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be established. However, olympus does not validate performance of cleaning with hemospray by cook, which adhered to the scope. The scope was reprocessed by non-olympus automated endoscope reprocessors. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection states detection method." Olympus will continue to monitor field performance for this device."